Event description:
The ventilator was running on internal battery when electric outage occurred during maintenance work of electricity in the hosp. According to a nurse, the ventilator shutdown without any audible alarm. It was also reported by a nurse that no alarm was activated prior to shut down.